Event description:
Journal reference: pilitsis jg, metman lv, toleikis jr, hughes le sani sb, bakay ra, factors involved in long-term efficacy of deep brain stimulation of the thalamus for essential tremor. J neurosurg. 2008;109(4):640-646. Although nucleus ventralis intermedius stimulation has been shown to be safe and efficacious in the treatment of essential tremor, there is a subset of patients who eventually lose benefit from their stimulation. Proposed causes for this phenomenon include tolerance, disease progression, and suboptimal location. The goal of this study was to assess the factors that may lead to both stimulation failure, and less satisfactory outcomes. Reportable event: 4 patients had loss of efficacy of their stimulation at a mean of 39 months; three of these patients had a 1-2 mm change in the final lead placement. Intraoperative fluoroscopy was performed after each microelectrode track and after final placement of the dbs lead to determine electrode position in the ap plane. See MFR report # 2182207-2008-08142.